Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported that a customer had difficulties calibrating the ventilator's touchscreen. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse). Further information is pending.

Manufacturer narrative:
There was no delay to the patient's therapy. The device was evaluated by the remote service engineer (rse), who confirmed the reported issue. The rse instructed the customer on how to calibrate the touchscreen. The unit was reported to have been repaired. No other anomalies were reported.